Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that high impedance was observed on the patient's m1000 generator approximately 3 months after initial implant surgery. The physician performed system diagnostic tests and received high impedance values just above the limit for normal impedance. A review of device history records for the generator showed that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No relevant surgical intervention has occurred to date. At the time of this report it is unclear whether this event is related to this "m1000 higher impedances" issue mentioned above. No further relevant information has been received to date.